Event description:
It was reported to philips that the system was unable to boot up. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. Customer reported to philips that the system was not booting up. The philips field service engineer (fse) went onsite and observed that system had a long startup time and stuck at start up. Upon troubleshooting, the fse found the cause of the issue was due to errors within the pdu dsm (power distribution unit dual switch module) and pdu control module at start up. The supplier's part analysis could not find the cause of the pdu dsm and pdu control module failure. However, replacing pdu dsm and pdu control module by the fse, had restored the system functionality. The system was returned to use in good working condition. The codes were updated based on the investigation outcome.